Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address the loosening of the tibial component at cement to implant interface. Depuy cement was used. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Primary part/lot information is provided on page 4 of medical records. Dated (B)(6) 2020. The tibial tray and insert were revised on (B)(6) 2019 due to the loosening of the tibial tray at the cement to implant interface. There were no revision operative notes provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the device history records were reviewed as part of investigation (B)(4) and found zero non-conformances on this lot number. Final micro and sterility tests passed.